Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI . Upn: m365sc8436500. Model: sc-8436-50 . Serial: (B)(4). Batch: 7077870,

Event description:
It was reported that after an implant procedure, the patient developed an infection at the pocket site. Symptoms of redness, tenderness, warmth, and discomfort were noted. The physician believed that the infection was device and procedure related. The patient was prescribed with antibiotics. The patient underwent an explant procedure, and the explanted device will not be returned per hospital policy.